Event description:
It was reported that during a therapeutic submucectomy procedure, an error alarm was generated and said to replace handpiece. It was at that time when the surgeon noticed the tip of the device had been broken off. The piece that broke off was retrieved and removed from the patient. It was reported the procedure was successfully completed. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.